Event description:
Report received from a patient that his implanted intraocular lens has turned cloudy. Lens remains implanted.

Manufacturer narrative:
This lens is one of 55 intraocular lenses that are part of a voluntary recall. The manufacturer believes that these lenses may have been exposed to a chemical substance or environmental containment while residing at the same surgery center. Product history records were reviewed and indicate the lens met release criteria.